Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, while ablating the cavotricuspid isthmus, a perforation occurred with a subsequent effusion and the patient became hypotensive. The effusion that was diagnosed via fluoroscopy and then confirmed by an echocardiogram. A pericardiocentesis was performed in addition to a thoracotomy to repair the perforation and stabilize the patient. There were no performance issues with the ablation catheter.